Manufacturer narrative:
B5; additional information received ; it was confirmed that the device did not contact the patient, and no damage was observed before flushing. No wire was used to clear it; the port appeared damaged with significant water leakage, leading the physician to believe the product was defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a thoracic aortic dissection on (B)(6) 2024. It was reported during the index procedure, that the delivery system was flushed from the device¿s side port, but water leakage was observed. The sheath lumen was not fully saturated with saline, leaving air inside. Use of the device was discontinued and a replacement medtronic device was used successfully, completing the treatment. Per the physician the cause of the inability to flush the delivery system was device related. No additional clinical sequelae were provided, and the patient is fine.